Manufacturer narrative:
The company rep examined the system and was unable to confirm the reported event. The rep then tested the system and found it to be fully functional. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to the event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a procedure, a system message displayed and the system locked. The case was completed using an alternate system following a delay greater than 15 minutes. There was no pt harm.